Event description:
It was reported that the patient was uncomfortable with the purewick female external catheter and no longer using the product. Patient had been using the purewick product for more than 90 days. No medical intervention was reported. Per follow up information received on 11jan2022, it was stated that the patient was not using the purewick at this time. Patient was getting urinary tract infection and was rx'd antibiotics for them. Patient also complained that the wicks were uncomfortable and not effective.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewick tm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick tm female external catheter."